Event description:
The customer observed a falsely elevated alinity I afp result generated on an alinity I processing module for one patient with unknown diagnosis. Sid (B)(6) initial result = 78.79 ng/ml, repeat results = 2.36 ng/ml and 2.31 ng/ml. There was no impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review. Data and information provided by the customer was reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates the lot is performing as expected. Ticket trending review for the list number did not identify any trends. A device history review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number. A review of data gathered from customers worldwide shows the median patient result for lot 75169fz00 is comparable with other lots in the field and within established baselines. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I afp reagent lot 75619fz00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Continued information for section a1: (B)(6) and e1 phone number: (B)(6). All available patient information was included. Additional patient details were not provided. This report is being filed on an international product, list number 7p90-21 that has a similar product distributed in the us, list number 7p90-20, PMA# p120008.

Event description:
The customer observed a falsely elevated alinity I afp result generated on an alinity I processing module for one patient with unknown diagnosis. Sid (B)(6) initial result = 78.79 ng/ml, repeat results = 2.36 ng/ml and 2.31 ng/ml. There was no impact to patient management.